Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports that the analyzer sn (B)(4) generated a code 86 and when the battery pack was removed it was uncomfortably hot to the touch. The customer states that the analyzer is not in use yet for patient testing and no patient testing had been performed. Apoc suspects a component a failure within the analyzer circuitry, however, is not likely to lead the batteries to become uncomfortably hot to touch in the area of the battery compartment when using the updated red fused battery carrier (red-fused) or a re-chargeable battery pack. In this case, the customer was using a re-chargeable battery pack. The analyzer was replaced at no charge. The customer is returning the battery pack with the analyzer for investigation. Based on the information available, there were no user or patient related injuries associated with this complaint.

Manufacturer narrative:
(B)(4). The investigation was completed on 01/20/2014. The customer did not return product for investigation.